Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient took a fall in the week prior to the report and they were told to get an MRI. But when they tried to put the implantable neurostimulator (ins) into MRI mode, there was no connection between the ins and their programmer. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.